Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. It was reported that during attempted arteriotomy closure of a heavily calcified common femoral artery, after deploying the suture the device was difficult to remove. Possible contributing factors for the difficulty encountered removing the device included, but not limited to, challenging anatomical conditions, operator deployment techniques, and manufacturing deficiencies. It should be noted that the instructions for use state under special patient population that safety and effectiveness of the perclose proglide smc device has not been establish in patients with femoral artery calcium, which is fluoroscopically visible at access site. When tissue or other material becomes caught between the foot and the guide during foot retraction, the material may prevent the foot from completely retracting into the device creating resistance during removal. The operator was reported to be trained in the use of the proglide device. However, no information was provided regarding the deployment technique of the operator. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. Based on the reported information and the inspection criteria, the reported difficultly encountered removing the device and subsequent failure to achieve hemostasis, appears to be related to the operational influence of the heavily calcified access site and not a product quality deficiency. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency. The customer returned six sterile unused proglides devices from the same lot number for evaluation. The devices were functionally tested resulting in successful capture of the anterior and posterior needles by their respective cuffs, successful suture retrieval, and successful knot advancement. Additionally, the foot retracted properly inside the guide bridge and there was no issue encountered removing the devices. There were no abnormal observations, all of the devices passed functional testing, and performed according to specifications. A cause related to these devices could not be determined.

Event description:
It was reported that after an interventional revascularization procedure, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered removing the device. The device was removed with manipulation by opening and closing the lever and by advancing the device forward and backward. The suture was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Additionally, the customer returned six unused representative sample devices with the same part/lot number for evaluation. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The customer reported the common femoral artery was heavily calcified, which may interfere with foot deployment due to deflection or restricted movement of the foot due to interaction with the calcification.